Manufacturer narrative:
The tech found that the right ucm board head down button was stuck. He replaced the right ucm board to repair the bed.

Event description:
The account alleged the head of bed would rise and then lower on its own.